Manufacturer narrative:
This device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 1 of 1 report for complaint #(B)(4).

Event description:
A report was received regarding a battery drive. It was reported that the device worked intermittently and then, stopped working completely. Reportedly, the device was not used in a surgical procedure, there was no patient involvement, and no harm to user was reported.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record has been requested.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was received for evaluation at synthes (B)(4), date unknown. Investigation coordinated by synthes (B)(4). Report received indicates reliability engineering evaluated the device, and the reported problem was confirmed; the device would not engage when power was applied during testing. This condition was likely due to normal wear over time. It was previously reported that the device is not distributed in the united states but is similar to a device marketed in the u.s.; this is incorrect. The 510k # was corrected to exempt. Labeled for single use was corrected from yes to no.